Event description:
Complainant alleged that they delivered one shock to a patient who presented coarse ventricullar fibrillation, the patient then converted to asystole. Drug therapy was then administered and the patient's rhythm returned to ventricullar fibrillation. The medics then attempted to deliver a second shock to the patient byt the device displayed an "open air" and "bridge test fail" message. Then medics then changed the electrodes and battery but recieved the same results. The medics then obtained another defibrillator from outside and delivered a third shock to the patient. The patient's rhythm then returned to asystole and remained that way during transport. Complainant indicated that the patient subsequently expired.